Event description:
I have used fixodent from 1991 until 2009. Since my using the product, I have serious numbness in legs and hands. In 2006, I was sent for upper gi and was discovered that I had a nerve disorder. My numbness and tingling in legs and hands continue. Numbness of legs, tingling and burning in feet and hands. Dose or amount: denture cream. Frequency: once a day. Route: oral. Dates of use: 1991 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced?: no.